Manufacturer narrative:
Date sent: 12/12/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a visceral procedure, the device would cut but stapled partially, the stapler cut and stapled one or two times then remained blocked on the tissues. The surgeon had to force to pull off the device. Another like device was used. There were no adverse consequences to the patient.